Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A ¿catheter not detected¿ error message was displayed when the returned device was connected to the tactisys quartz, consistent with the reported event. Further investigation revealed the error message was due to fractures in the 19-pin connector flex circuit on the eeprom to pin 14 trace, consistent with the observed error message and with the reported event. The deformable body thermocouple met specifications during electrical testing and optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported issue will continue to be trended.

Event description:
During the atrial tachycardia procedure, optical issues resulted in a procedural delay. The catheter was connected to the tactisys and generator but there was no contact force reading. The tactisys was restarted, the catheter was deleted, and the tactisys was changed, all with no resolution. The force reading was completely purple and said. The issue was noted in the right atrium. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.